Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the nurse call not functioning due to a damaged outlet on the power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the power control board to resolve the issue. Based on this information, no further actions is required.